Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During use of another manufacturer's 14 fr. Glidelight laser with outer sheath for a lead extraction procedure, it was noted that the patient's blood pressure dropped. It was found that a svc (superior vena cava) tear had occurred. It was not determined which device used in the procedure caused the tear. Tear was repaired in an open procedure and the patient is in stable condition. The physician's notes from the day of the event received on (B)(6) 2015 state the following: physician stated the case using the byrd dialator sheath (another manufacturer) and only used the outer sheath on the atrium and right ventricle lead. He was unable to advance the sheath past the subclavian vein on both leads. Physician requested the 14fr glidelight laser w/o an otter sheath (another manufacturer). He was using the glidelight laser on both the a lead and v lead but was not able to advance the sheath past the subclavian physician then proceeded to use the 11fr tightrial and advanced the sheath into the svc. Physician reached the middle of the svc on both leads but was unable to advance the sheath past the middle of the svc. Physician used the 14fr laser again (another manufacturer), but was unable to advance down the lead past where the tightrail reached. Physician then used the 13fr tightrail (another manufacturer) and advanced the sheath slightly farther on both leads past where the 14ft laser and the 11fr. Tightrail reached. Finally, the physician attempted to use the 14fr laser (another manufacturer) with an outer sheath on the rv lead. While using the 14fr. Laser in the subclavian, it was noted he advanced the outer sheath past the tip of the laser sheath a few inches into the innominate vein. He pulled back the outer sheath after doing so. The physician continued to work the laser down the rv lead for approx. 15 minutes. Midway down the svc. At 3:22pm the physician pulled the laser sheath out of the body due to not being able to advance the sheath any farther down the lead. It was stated he was going to try a 16fr laser sheath prior to pulling out the 14fr. Laser sheath. Immediately after pulling out the 14fr laser sheath, the physician noticed there was blood exiting from the top of the sternotomy incision. The physician called over another physician to look at the pool of blood exiting the patient. The cv surgeon noticed there was a laceration on the backside of the svc. On 3:23pm the physician called his team in to repair the laceration in the svc. On 3:25 the team was giving blood to the patient. On 4:31pm patient went on pump. Leads were removed from the patient through the svc and the atrium incisions. On 5:55pm patient off pump. It is not evident that a cook device may have contributed to the event; however, it is stated that a cook device was used during the procedure. This report is being submitted to err on the side of caution.

Manufacturer narrative:
(B)(4). Investigation / evaluation: during the course of investigation, a review of the complaint history and the device history record was conducted. Information was provided that the device was not going to be returned for evaluation. Per the customer report, bleeding occurred during a lead extraction procedure in which a cook device was used. The complaint was filed for a cook liberator locking stylet, though the procedural notes mention only another manufacturers dilator sheath. Because the bleeding occurred in the svc, it is unlikely that the cook liberator caused this event. No further information was provided to link the complaint to the other manufacturer's dilator sheath. Manufacturing records for the liberator were reviewed and no evidence of nonconformity was found. No other complaints have been filed for this device lot. As the device was not returned, no images were provided, and no event could be linked to a cook device, the root cause of this complaint is unknown. No evidence of manufacturing nonconformity or misuse of the device was found. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
During use of another manufacturers 14 fr. Laser with outer sheath for a lead extraction procedure on the (B)(6) year old male patient, it was noted that the patient's blood pressure dropped due to a svc (superior vena cava) tear; which had occurred. It was not determined which device used in the procedure caused the tear; however, the tear was repaired in an open procedure and the patient is in stable condition. Additional information provided (B)(6) 2015: physician started the case using another manufacturer's sheath and only used the outer sheath on the atrium and right ventricle lead. He was unable to advance the sheath past the subclavian vein on both leads. Physician requested the another manufacturer's 14fr laser w/o an otter sheath. He was using the other manufacturer's laser on both the a lead and v lead but was not able to advance the sheath past the subclavian. Physician then proceeded to use another manufacturers 11fr and advanced the sheath into the svc. Physician reached the middle of the svc on both leads but was unable to advance the sheath past the middle of the svc. Physician used the 14fr laser again, but was unable to advance the lead down past the area reached. Physician then used the other manufacturers 13fr and advanced the sheath slightly farther on both leads past where the devices had reached. Finally, the physician attempted to use the 14fr laser with an outer sheath on the rv lead. While using the 14fr. Laser in the subclavian, it was noted he advanced the outer sheath past the tip of the laser sheath a few inches into the innominate vein. He pulled back the outer sheath after doing so. The physician continued to work the laser down the rv lead for approximately 15 minutes. Midway down the svc. At 3:22pm the physician pulled the laser sheath out of the body due to not being able to advance the sheath any farther down the lead. It was stated he was going to try a 16fr laser sheath prior to pulling out the 14fr. Laser sheath. Immediately after pulling out the 14fr laser sheath, the physician noticed there was blood exiting from the top of the sternotomy incision. The physician called another physician to look at the pool of blood exiting the patient. The cv surgeon noticed there was a laceration on the backside of the svc. On 3:23pm the physician called his team in to repair the laceration in the svc. On 3:25 the team was giving blood to the patient. On 4:31pm patient went on pump. Leads were removed from the patient through the svc and the atrium incisions. On 5:55pm patient went off the pump. No further details have been provided. It is not evident that a cook device may have contributed to the event; however, it is stated that a cook device was used during the procedure. This report is being submitted to err on the side of caution.